Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problems"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), migraine ("migraine"), nausea ("nausea"), gastrointestinal disorder ("gi conditions"), nervous system disorder ("neuro condit"), abdominal distension ("bloating") and memory impairment ("forgetfulness") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, back pain, dyspareunia, bladder disorder and vaginal discharge outcome was unknown and the menorrhagia, fatigue, migraine, nausea, gastrointestinal disorder, nervous system disorder, weight increased, weight decreased, abdominal distension and memory impairment had resolved. The reporter considered abdominal distension, abdominal pain, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, memory impairment, menorrhagia, migraine, nausea, nervous system disorder, pelvic pain, vaginal discharge, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy noted in essure implant date. Plaintiff received treatment for pelvic pain, dysmenorrhea (cramping), abdominal pain, back pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), bladder problems, vaginal discharge, fatigue, migraine, nausea, gi conditions, neuro condit, weight gain, weight loss, bloating and forgetfulness. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test done (unspecified). Result not provided. Most recent follow-up information incorporated above includes: on 3-oct-2019: plaintiff fact sheet received. Event injury was updated to events: pelvic pain, dysmenorrhea (cramping), abdominal pain, back pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), bladder problems, vaginal discharge, fatigue, migraine, nausea, gi conditions, neuro condit, weight gain, weight loss, bloating and forgetfulness. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.